Event description:
It was reported that during the implant attempt, the lead measurements were unacceptable for the lead position and the doctor repositioned the lead. The measurements were acceptable in the new position, however, when the doctor attempted to extend the helix, the helix would only extend halfway. The doctor attempted to retract the helix but it was fixed in the half deployed position. The doctor manipulated the lead gently to remove the lead from the endocardium and then removed the lead from the patient. The doctor then attempted to extend and retract the helix with the lead on the sterile table, but again the helix would not extend or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed. It was noted the turns that it took to extend/retract helix exceeded specification. There was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed. It was noted the turns that it took to extend/retract helix exceeded specification. There was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.